Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, this pt was implanted with a gore tag thoracic endoprosthesis to treat a rupture of a descending thoracic aortic aneurysm. On (B)(6) 2013, this pt was treated for paraplegia with a spinal drain. The cause of the paraplegia was occlusion of intercostal arteries. The pt was discharged from the hospital on (B)(6) 2013. The pt had recovered slightly from the paraplegia.